Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned due to damage near the terminal pin. This lead is no longer in service, but remains implanted. No additional adverse patient effects were reported.